Event description:
The following has been reported: biomed reported: "fk pump serial # (B)(6) is giving us some issues here in monroe. No patient harm was reported nor the stoppage of an active infusion." A preliminary review of the logs identified the following issue: fail stop, cause unknown. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon return, the device did not have any alarms at startup. Several mock infusions were performed which the pump also successfully performed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. New log files were generated and reviewed afterwards and there were no identified issues. An internal investigation was performed and no signs of defect could be identified. As a precautionary measure the ipc service seal will be replaced.